Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device's locking mechanism was stuck and will not fit the appropriate size pins. A visual inspection was performed and showed the pin will not work. The pin driver is corroded internally. The corrosion is due to improper cleaning. No manufacturing related defects were observed. Review of the device history records was performed and confirmed no inconsistencies. No further investigation is required at this time.

Event description:
It was reported that the device's locking mechanism was stuck and will not fit the appropriate size pins. A back up device was not available to utilize. No patient injury or complications were reported.